Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have damaged insulation of the main tube. Pieces measuring approximately 0.102 - 0.176 in length were not returned with the instrument. Root cause of this failure is commonly attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar dissector was found to have peeled tube. Backup instrument of different kind was used to complete the procedure. The procedure was completed with no reported injury.